Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was not impacted and has insulin injections available, if needed, to manage diabetes until more supplies are obtained. The contact reported that the customer performed their own troubleshooting and that the customer was not with the contact at the time tandem technical support was contacted.